Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer had low and high blood glucose. Also, the insulin pump alarmed lost sensor. The customer's blood glucose ranged between 248mg/dl - 400mg/dl. Customer reported she had abdominal pain and headaches. She treated with a bolus. The customer also stated the insulin pump alarmed no delivery. The insulin pump passed high pressure test and did not alarm no delivery. Advised customer to follow up with doctor regarding unexplainable blood glucose. Customer declined to troubleshoot for low blood glucose.